Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up and the atrial lead exhibited a sensing anomaly. The lead also exhibited intermittent loss of capture. The lead remained implanted and the patient would be monitored.